Event description:
Clinic and operative notes were received for this pt regarding an infection event (reported under medwatch #1644487-2011-00948). The pt underwent generator change due to end of service initially. Per notes dated (B)(6) 2011, "device changed, still non functioning and seems that the leads had a problem." The pt then went in for a second surgery due to the lad problem and the fact that the pt had developed an infection. It is unk what the problem with the lead is. Explanted product cannot be returned to manufacturer as it appears to have been discarded by facility. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.

Event description:
Further information was received that the patient had high impedance seen (B)(6) 2011. Good faith attempt for additional information had been unsuccessful to date.